Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(6).

Event description:
It was reported that a patient presented in clinic during follow up with t wave oversensing. The patient did not receive therapy. The problem was solved after reprogramming.